Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the lemo connector. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would not boot up prior to a case. There was no report of pt injury.